Manufacturer narrative:
Lens work order search- no similar complaint event(s) within associated lots were found. Claim #(B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo 13.2 implantable collamer lens of -9.0 diopter lens tore after loading; "during checking it" on (B)(6) 2022.. The lens was not implanted into the patient's right eye (od). A backup lens was implanted and the problem was resolved. Cause reported as user error. Device failed to perform as intended. "Lens teared during loading. Found the tear when checking the lens after sliding it into the cartridge."